Manufacturer narrative:
On previously submitted report, section "device problem code grid" in box h was incomplete. In this report, section "device problem code grid" in box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having dry mouth. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown contaminant on the top enclosure, sd card flip door, front panel, bottom enclosure, and rear panel, an unknown dust contaminant and a hair-like particle were observed on the bottom enclosure, an unknown dust contaminant was observed on the blower, blower seal, and blower box. The manufacturer also found an unknown contaminant on the water tank, flip lid seal, flip lid, water tank lift tray, bottom enclosure, and back panel, a hair-like particle was observed ion the flip lid, an insect located on the dry box, and insect residue to the dry box and back panel, unknown contaminant was observed on the dry box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes there was evidence of multiple contamination from the device as well in the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.